Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The service calibrations were performed, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was over delivering tidal volume. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received, there was no high tidal volume delivered. Flow sensors are a customer replaceable item. Unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. The initial MDR was not reportable. Additional information was received, there was no high tidal volume delivered. Flow sensors are a customer replaceable item. Unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. The initial MDR was not reportable.